Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was little cloudy and screen light was flickering. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the o ring of the reservoir was gone as well as audio alerts stay on high volume. Troubleshooting was not performed. Insulin pump will not be returned for analysis.